Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 54-year-old male patient presented to his (B)(6) with concerns related to previously placed dental implants. The implant placements were performed on (B)(6) 2025 at tooth locations #21 and #27. It was reported that the implants were not placed after immediate extraction and were not immediately loaded. The patient presented with the issue on (B)(6) 2026 before the second-stage surgery. During the examination, the doctor discovered that both implants had failed to osseointegrate, and they were removed on (B)(6) 2026 without the use of any instruments. The implants were not replaced. The patient had symptoms of inflammation and infection, which resolved after implant removal. The opposing arch consisted of a full denture. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene. No abnormalities with the implants or the packages were reported. Additionally, it was reported that the patient had another two implants placed at tooth locations #23 and #25.

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4). Related MDR numbers: 3011649314-2026-01020, 3011649314-2026-01021, 3011649314-2026-01023.